Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced infusion set bent cannula event on (B)(6) 2026. The blood glucose level was high and the patient was treated with insulin pen. No further information available.